Event description:
It was reported that the right atrial (ra) lead exhibited rising impedance measurements. It was also noted that the device alerted inappropriately for a missed wireless transmission when the patient is not set with a monitor. The device was also noted to have vibrated, but it has been determined that these devices do not vibrate. The alerts have been reprogrammed to prevent future unnecessary alerts and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.